Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose value of 15 mg/dl and was hospitalized. The customer was admitted to the hospital on (B)(6) 2018. Ems was dispatched for the customer who was unresponsive. The customer was treated and left the hospital. Auto mode was not automatically delivering insulin at the time of the low blood glucose value event. Troubleshooting was performed but there is no indication if the issue was resolved. Nothing will be replaced or returned.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is june 11, 2018. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.